Manufacturer narrative:
(B)(4). Concomitant devices - biomet primary tibial tray 75mm, catalog #: 141214, lot #: 225390, maxim porous primary femoral component 70 left, catalog #: 140073, lot #: 915050, biomet finned primary stem 40mm, catalog #: 141314, lot #: 127190. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address patella pain and knee effusion approximately seventeen (17) years post-operatively. During the procedure, the patella was resurfaced and the tibial bearing was also replaced with a larger bearing. No additional information is available.